Event description:
It was reported that the lead exhibited unacceptable threshold and was deactivated. The patient elected not to have a lead revision or replacement.

Event description:
The lead was not capped as previously reported in 2007. It remained implanted, and functioning until explanted in 2009, when low impedance was observed.

Manufacturer narrative:
Na